Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd interlink¿ blunt plastic cannula tips keep breaking. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: no sample or photo was available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause or identify any corrective actions needed. A review of the device history record revealed one issue for degraded parts. Degraded parts tend to be brittle and (B)(4) pieces were scrapped upon inspection of this lot. Investigation conclusion: unable to determine a root cause.

Event description:
It was reported that the bd interlink¿ blunt plastic cannula tips keep breaking. Found during use. No reports of serious injury or medical intervention noted.